Event description:
Registered nurse (rn) placed new bmtteries in pump. Set pump down without ever turning it on. Came back to pump about 7 min later and noted the pump felt warm to touch. Moments later battery door popped open a bit and hissing was heard from inside. Smoke and bad smell emerging from inside battery door. Rn opened door and found batteries to be melting inside the device. Hot batteries had to be forced out of the chamber to stop an electrical fire from ultimately sparking. These pumps are attached to and set home with patients. Had this rn not set it up in advance and came back to it shortly thereafter, pump almost certainly would have set fire either with the patient or in the infusion room.